Event description:
Pt was revised to address loosening poly wear and osteolysis. It was reported that the poly insert had fractured into pieces.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the lot numbers. The investigation could not verify or draw any conclusion about reported device loosening. However, the length of time implanted ( approx 23 years) is a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at the time. Should the products and/or additional info be received, the investigation will be reopened.